Manufacturer narrative:
A cracked reservoir tube lip, cracked display window, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer stated that the numbers started ramping without input. The customer's blood glucose level was 199 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.